Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event will be updated upon analysis completion.

Event description:
Additional information was received indicating that this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This device remains in service. This report will be updated should further information be provided.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.